Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the operating system crashed repeatedly whenever the user selected medication and reported that the system required reimaging. A field service engineer (fse) contacted the technical support specialist (tss) regarding the blue screen issue and mentioned that the application was not launched when the fse tried to reimage the station. The tss checked, dialed into the station and confirmed that after rebooting the station, the application successfully launched. The fse had contacted and requested the tss to rebuild the database. The fse then confirmed with the customer that the issue was resolved and no further investigation was required. The system functioned as intended after both the field service engineer and technical support specialist investigated and troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, database had required rebuilding after the issue had occurred when a client had pulled medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.